Event description:
On 10th october 2024: the sales rep. Updated that when ar-8973rk was being used to remove the nail nothing broke and everything was intact and the nail was simply incorporated into the bone too tightly to be removed. There is no follow-up surgery planned to complete the procedure as the patient was already counseled prior to surgery about the possibility of leaving the nail in place as there was no medical indication for implant removal. There were no medical issues. The nail was implanted in a way that a part of it was prominent, which bothered the patient which was the reason for the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8th october 2024, it was reported by a sales rep. Via email that for an ar-8973-01, outrigger targeting guide, the tip cracked and chipped off due to excessive torque. This was detected during use in a fibulock nail removal procedure on (B)(6) 2024. The client tried to use ar-8973-01 to remove an implanted fibulock nail after failure of ar-8973rk to remove the nail. The procedure was aborted. All fragments were collected and no pieces were left in the patient. 9th october 2024 - the sales rep replied that there was no defect with ar-8973rk, the implant was just stuck and could not be removed. It was an elective removal with no medical indication, so the surgeon ended up deciding to leave it in the patient as it was not causing them any harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.